Event description:
Company representative reported via phone, the up and down buttons on the insulin pump were stuck since numbers were scrolling on their own. Customer's blood glucose was unknown. No known significant events which may have caused the keypad issues. Company representative was advised the customer had to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Company representative will contact customer to advice and the device will be returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.